Event description:
Vague pump report of overinfusion. Reported that 400 to 500 mls extra infused over an unknown time period. No additional clinical information was able to be obtained. No patient injury was reported.